Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was shaky, sweaty, and had blurred vision. The patient¿s cgm was reading 215 mg/dl and the bg meter was reading 32 mg/dl. The patient was wearing an omnipod insulin pump. The patient self-treated with a glucagon injection. The patient did not seek any assistance from a higher level of care. The patient felt better after treatment and was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. However, the data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.